Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord was damaged and the motor and control were defective on the motor device. It was further determined that the device displayed an e9 error code. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, rotational speed assessment , motor thermistor assessment , cutter lock assessment and loctite and cable assessment. It was reported in the service order that the device console displayed an e9 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.